Event description:
Postsurgical embolism syndrome [arterial embolism nos] case description: spontaneous literature case/jp, loclogno.: 20010907, argusno.: 2001063867jp. A conference abstract reports two cases of postsurgical embolism syndrome with gelfoam. This is the second case. The first case is distributed with the MFR control no. 2001063892jp. A pt (age unknown) developed postsurgical embolism syndrome after receiving trans-catheter arterial embolization through bilateral uterine artery with gelfoam (sponge) for uterine myoma. After the surgery, the pt had slight pain in lower abdomen, fever (37 degrees celsius to 38 degrees celsius) increase of wbc and crp positive status, continously. Pt was once discharged from hospital but hospitalized again because of the onset of the event. Further info is being obtained. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR of product caused or contributed to the event.